Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to complete troubleshooting to identify the location of the blockage. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.